Manufacturer narrative:
The reported events were for lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented at the hospital for a follow-up. Upon review, it was discovered that the lead dislodged. During the repositioning the helix was damages and could not be extended. The lead was explanted and replaced. The patient was in stable condition.